Manufacturer narrative:
The implant was not returned, and there is sufficient evidence to conclude that the implant was separated from the pusher through excessive forces during handling. The lack of burn marks at the heater coil and the stretched monofilament tail are consistent with the implant separating via excessive force.

Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device has not yet been to the manufacturer for analysis. The instructions for use (IFU) identifies premature coil detachment as a potential complication associated with use of the device.

Event description:
It was reported that during a splenic artery embolization procedure, an embolization coil implant became stuck in the catheter. The coil was withdrawn, but a portion of the coil detached and remained in the splenic artery. There was no reported intervention or patient injury.